Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) computer would intermittently not display information on the pendant. The ias computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. The ias computer was returned to the manufacturer for analysis. Analysis found that the computer functioned as intended. Analysis found there was no failure with the computer.

Event description:
Medtronic received information regarding an imaging system. It was report that the pendant was unresponsive. This issue was discovered outside of a procedure and there was no patient present when this issue was observed.